Event description:
It was reported that on (B)(6), the institution experienced a power outage in the main power supply, around 2:00 pm or 3:00 pm. During this outage, the nursing staff reported that the device's screen went black momentarily, with no prior operating alarms. Upon restoring the device, no changes were observed in the patient's ventilatory values or health status, despite the severity of the incident. The device was subsequently removed for verification and reported as a serious technical surveillance incident. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was based onsite by dräger service technician. Additionally, the logfile was analyzed at the manufacturer site in lübeck. According to the logfile of the affected evita xl with product serial no. (B)(6), manufactured in nov. 2008, one warm start event on the reported day could be detected. The device reacted as specified to a detected deviation with the warmstart and notified the user with accompanying alarms. A root cause for the warm start could not be identified. The device detected a deviation while switching from battery mode to main power and performed a successful warmstart to solve the problem. The functional test of the device was performed onsite by dräger service, without a finding. The evita xl is equipped with basic safety features to reduce the possibility of patient injury while the cause of an alarm is remedied. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings. The field failure rate is tracked and considered inconspicuous. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.